Event description:
On (B)(6) 2011 at oncology clinic premeds were being mixed at med cart by rn. Rn during prep of pre-meds realized baxter clearlink secondary tubing set fell apart at luer lock and tubing connection due to baxter manufacturing defect. Baxter alerted. Dexa and aloxi spilled on rn hands and med cart. No apparent harm. Did not reach pt. Aloxi and dexa were wasted in black box waste. Area cleaned.